Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5.1 would not close. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the storage space had failed. The field service engineer (fse) found that the enhanced half height cubie drawer 5 1 in the main rail had bad slides, and the ball bearing cage had come out. The drawer tested ok in diagnostics and the application. The legacy full height drawer 6 in the main section had failed; it was not on the bus and showed no lights. Ball bearings from the failed drawer 5 had fallen into the drawer electronics, damaging the board. The drawer tested ok in diagnostics and the application after inspection. The fse replaced the unit with a loaner drawer from prnhemspx1. It tested ok in diagnostics and the application. A replacement drawer was ordered for the site. The fse installed the replacement drawer and confirmed that it tested ok in diagnostics and the application. Final testing also passed successfully. The system functioned as intended after the field service engineer repaired the device.